Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the interface pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed interface pcb assembly and determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u5.

Event description:
The customer reported that once their device was powered on, the keypad would no longer function. The only button on the keypad that would function was the power button. There was no patient use associated with the reported failure.